Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with operating currents within spec. No unexpected low battery alarms or battery out limit alarms. Device alarmed low battery properly. No off no power without a low battery indicator anomaly noted. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. Device had cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that when she woke up, the insulin pump was off, she changed the battery and received a motor error alarm. Blood glucose value was 421 mg/dl. The drive support cap is recessed. The device was exposed to an x ray. Customer was able to complete the rewind sequence. She also reported that the insulin pump alarmed battery out limit and off no power. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.